Event description:
According to the user facility, the device was in use with pt. The pt was transferred for emergency cesarean section and user found the filter and catheter connector had become disconnected. The pt was given general anesthesia for completion of the cesarean section with no permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.